Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting beep tones. The patient was evaluated and it was discovered that the shock impedance measurements were high and out of range. The pace impedance measurements were reported to be stable and within normal limits. The patient was referred to their implanting hospital. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). Attempts to obtain additional details were performed; however, no further details were made available to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.